Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and techncians are listed below. Visual inspections & results: batch number, k00w61; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the cartridge was returned fully fired with the lockout in the fired position. The cartridge was in good physical condition. No testing could be performed as the cartridge was returned fully fired. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the atw35 and the tr35w was used during a laparoscopic assisted vaginal hysterectomy. It was reported after the fourth firing of the atw35 on the round and broad ligaments on pt's left side the device was removed and the surgeon noticed immediate bleeding from the staple line. Closer examination revealed that the staple line did not look complete or normal and the surgeon thought staples did not fire all the way. The surgeon used electrocautery on the area and procedure continued. There was no consequence to the pt.